Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5244309. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tubing was unable to be removed from the q-syte. At approximately 9:00 a.m. On (B)(6) 2026, while the charge nurse was replacing the extension tubing according to standard operating procedures, she discovered that the septum of the needleless injection cap had adhered to the extension tubing. She immediately stopped the procedure, replaced the injection cap and extension tubing, and no adverse consequences such as infusion obstruction or infection occurred.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.